Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 147 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The customer was advised to disconnect use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and it passed. It may have had an intermittent failure not detected during testing. The device had minor scratches on the lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.